Event description:
The customer reported that the system got hung up (locked up) while attempting to read a pt scan cd. There is no report of pt injury associated with this event.

Manufacturer narrative:
The customer cancelled the service call.